Event description:
Patient's surestep meter would not power on due to a battery contact issue. There was corrosion on the battery contacts. The issue was not resolved with troubleshooting. The patient did not experience any symptoms. No adverse event reported. The meter has been replaced.